Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in inappropriate atrial tachy response (atr) episodes. The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.